Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 276 mg/dl. A system check was performed with tandem technical support and the occlusion alarms were verified. Reportedly, the pump supplies were changed to address the issue. Additionally, the customer uses the infusion sets for 3 days. Tandem technical support advised the customer that using infusion set for longer than 2 days is off label.